Event description:
Customer reported via phone, she was attempting to enter her blood glucose, 174 mg/dl, into the insulin pump and it started scrolling. Customer then removed the battery and left it for an hour. Once she reinserted the device had alarmed battery out limit. Customer has used four different batteries. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. The insulin pump was unable to confirm unexpected battery out limit alarm due to unresponsive button. The insulin pump received with cracked battery tube thread, cracked case near display window corner, cracked on display window, and cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.